Event description:
It was reported that the patient presented for initial implant procedure. The following day, high capture threshold and decreased sensing was noted on the right atrial (ra) lead. An x-ray was performed, and dislodgement was confirmed on the lead. The physician elected to explant and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, p-wave amp variation. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. The reported events of high capture thresholds and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.